Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (20 mg at 13.5925 mg/day), unknown baclofen (120 mcg at 81.55502 mcg/day), and unknown morphine drug (10 mg at 6.79625 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient contacted the clinic reporting symptoms of withdrawal secondary to pump reaching end of service. Patient was unable to have pump replaced secondary to ongoing, unrelated medical conditions. Symptoms include diarrhea, body aches, and spasms. Started oral baclofen and morphine sulfate in the emergency room. No further symptoms of withdrawal.